Manufacturer narrative:
Additional information: h6, h7, h9, h11. Correction to b5. B5: update "this was observed prior to patient use" to "this was observed prior to use" - device is used in pharmacy operations. H11: the reported problem and the lot number combination is the same failure already documented in a field action fa-2024-050. The investigation has been performed and identified the causes of the reported particulate matter within the inlet primary packaging inlet components (including within the sterile fluid path tubing) are related to multiple root causes associated with process/procedural controls, materials, environment, and machine/tooling during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported brown particulate was observed inside the sealed packaging of two (2) non-vented high-volume inlets. This was observed prior to patient use. There was no patient involvement. No additional information is available.